Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had gone through multiple batteries with each only lasting less than one week and when the insulin pump's history was reviewed, multiple pump errors were found. The customer was assisted with pump error troubleshooting. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the pump errors occurred when he was sleeping. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
No unexpected low battery alerts were present in the format history file and no unexpected low battery alerts during testing. No pump error 25 alarms were present in the format history file and no unexpected pump error 25 alarms during testing. The power management graph was in specification, however the power management graph indicated connector resistance issue. Connector for electronic board was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for 2 days with the device functioned properly during testing as shown in the power management graph. No unexpected pump error 4 alarms or pump error 53 alarms noted during testing, however pump error 4 followed by pump error 53 was present in format history file due to software error. The device was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture and peeling end cap address label.